Manufacturer narrative:
During a case on (B)(6) 2020, a milling bit broke during use for a prodisc c implantation. The malfunction did not result in death or serious injury. The complaint was determined to be reportable based on previous complaints which have indicated serious injury occurred as a result of the reported malfunction. DHR review found no indications of problems in manufacturing that may have contributed to the malfunction. Complaint history indicated a previous complaint has resulted in a patient serious injury as previously indicated. This complaint was reported based on the assumption this malfunction is now likely to cause death or serious injury should it recur. The device risk assessment determined the rate of complaints is within allowable limits. Evaluation of the returned device confirmed the break occurred in a narrowed region of the instrument shaft. This narrowing is intentional to avoid breakage of the cutting tip inside of the vertebrae. There was no other noted damage to the instrument.

Event description:
A milling bit used for prodisc c implantation broke during a surgical case on (B)(6) 2020. There was no impact to the patient in this case; however, previous complaints have indicated that this malfunction is likely to lead to death or serious injury if it recurs.